Event description:
Additional information was received which indicated the ra lead oversensed noise, which resulted in inappropriate atrial tachy response (atr) episodes. In addition, the device declared elective replacement indicator (eri). Subsequently, a revision procedure was performed to replace the device due to nbd. During the pulse generator replacement procedure the physician elected to program the ra lead off, and program the device to pace and sense in only the ventricle. There was no new ra lead implanted. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and low out-of-range pacing impedances, measuring less than 200 ohms. In addition, there was no capture at maximum outputs. The device was reprogrammed and the physician planned to replace the ra lead at the device replacement procedure due to normal battery depletion (nbd) in a few months. At this time, this ra lead remains in service. No adverse patient effects were reported.